Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) was implanted into the patient¿s right eye. The patient experienced intense glare, starbursts, and halos around lights both indoors and outdoors. The patient is unable to tolerate outdoor environments, keeps all blinds closed indoors, and states that lights are causing headaches and possible seizure activity. The symptoms are described as significantly affecting her ability to carry out daily activities. The iol device remains implanted, and the patient has indicated that she may consider explantation and will provide notification if this occurs. No further information regarding the event is available.

Manufacturer narrative:
Section a4, patient weight: unknown/not provided. Section d6b, if explanted, give date: not applicable as the iol remains implanted. Section h3, device evaluated by manufacturer: the device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.